Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a home patient (hp) that stated they tried to reprime the patient line. The hp stated they started the initial drain while trying to reprime and would like to know what to do. The home patient (hp) stated that they were not connected. The technical service representative (tsr) explained the hp would have to start over with all new supplies. The tsr had the hp close the clamps and cycle the power. The tsr assisted the hp with ending therapy and getting the set out. The hp stated that they would start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.